Event description:
It was reported that this right atrial (ra) lead exhibited noise, which led oversensing and pacing inhibition. Subsequently, a revision procedure was performed, and the ra was partially cut, then a portion was surgically abandoned. A new ra lead was implanted. No additional adverse patient effects were reported.